Manufacturer narrative:
Per -2413 final report additional information, including photographs of the explants, operative notes and an updated on the patient has been requested. Explanted device pictures and xrays were provided. The information provided indicated that the patient has a history of plasmacytoma in the left ilium and acetabulum. It was confirmed that a second stage revision surgery was successfully completed on the (B)(6) 2019. During the second stage revision, the corin taperfit, liner and femoral head that was put in during the first stage revision were removed. No further information was available the appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture and were manufactured, packaged and sterilised in accordance with the correct specifications at the time of manufacture. The sterilisation method and sterile barrier system used to package these devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the applicable standards. Infection is a known complication with any invasive surgery. The root cause of the infection could not be determined and with the information available at this time no further investigation can be conducted. Therefore, this case is now considered closed, however, should any additional information become available then this case may be re-opened for further investigation. Please note: the date of initial implant was corrected compared to the initial report. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / dual mobility and trinity revision after approximately 1 year and 4 months due to infection.

Manufacturer narrative:
(B)(4) initial report. Additional information, including photographs of the explants, operative notes and an updated on the patient has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Taperfit/dual mobility and trinity revision after approximately 1 year and 4 months due to infection.